Event description:
On day 4 of period, the patient awoke feeling ill after removing a tampax pearl tampon they had worn approximately 8 hours. During the next hours, they developed fever, chills, sore throat, myalgia, arthrlagia, headache, weakness, lightheadedness, nausea and vomiting for which they sought treatment. Although their wbc was 13,000. They were given tigan and discharged home. Their symptoms subsided but persisted until they sought treatment at ER where they presented with fatigue, fever, chills, sore throat, headache, myalgias, arthalgias, weakness, lightheadedness, nausea, vomiting, loose stools and patchy mostly macular rash over their upper/lower extremities and lower trunk. They were admitted to the ICU, "pan" cultured. Vaginal culture positive s. Aureus and e. Coli. Urine culture culture positive e. Coli. IV fluids with vancomycin and ceftazidime were initiated after which they began to improve fairly rapidly. By date of discharge they were much improved; although most system symptoms were resolved they still felt somewhat weak and achy. They were discharged home on cephalexin 500 mg by mouth q.i.d. For office follow up in one week.